Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the malposition of device and material deformation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The pro code for the e-luminexx vascular stent system products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvm12040 vascular stent allegedly experienced malposition of device and material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year old male; weight was not provided.